Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy properly as the white compression tube was not visible and that the sealant had not been deployed. Hemostasis was achieved with manual compression. There was no reported patient injury. The physician completely shuttled down the sealant, hooked the sidearm of the sheath, retracted the sheath and shuttle all the way back into the black handle until it clicked. At this point, the physician noticed that the white compression tube was not visible and that the sealant had not been deployed. With the non-cordis 5f sheath out of the patient, the physician then deflated the balloon, removed the system from the patient, and held manual pressure to achieve hemostasis. Additional information was requested but not provided. The device was not returned for evaluation. A picture related to the reported failure was provided by the customer. The image shows the mynxgrip vascular closure device with an unknown procedural sheath locked onto the device. Based on the position of the unknown procedural sheath and the mynxgrip, it appears that the procedural sheath was withdrawn. However, it seems that the sealant and the advancer tube are not deployed as expected. No other anomalies or issues with the product are visible in the attached picture. A product history record (phr) review of lot f2500704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy-advancer tube¿ was observed through analysis of the picture received as the device in the image was in a condition that indicated an unsuccessful deployment since the sealant appears to be still inside the shuttle. The exact cause of the issue experienced by the customer could not be conclusively determined during the picture analysis. Based on the information available for review and picture analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident since no other anomalies could be noted in the image provided. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely) and/or the condition of the procedural sheath possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the picture analysis, phr review, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy properly as the white compression tube was not visible and that the sealant had not been deployed. Hemostasis was achieved with manual compression. There was no reported patient injury. The physician completely shuttled down the sealant, hooked the sidearm of the sheath, retracted the sheath and shuttle all the way back into the black handle until it clicked. At this point, physician noticed that the white compression tube was not visible and that the sealant had not been deployed. With the non-cordis 5f sheath out of the patient, the physician then deflated the balloon, removed the system from the patient, and held manual pressure to achieve hemostasis. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.